Event description:
A malfunction alarm identified as malf 12 was reported by the customer, but notable events prior to the malfunction were not observed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which they acknowledged and understood.